Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoid. According to the reporter: stapler fired across bowel. No staples deployed though tissue was cut. Opened another device. Also used reload 030458, lot number h3l1316rrs will be coming back with stapler. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient. No other manufacturer's reinforcement material was used.1. The report states: no staples deployed though tissue was cut. Please explain how the problem corrected or treated. They used a ligasure to complete the firing and were going to put in a temporary ileostomy anyway. 2. The report states: no unanticipated tissue loss, no unanticipated tissue damage, no unanticipated extension for the incision more than one inch. Please clarify each of these points as the stapler cut but did not staple. Surgeon stated to me that no staples were present and that it did cut tissue. 3. Please confirm when product will be returned for investigation. As soon as I get the return kit, I will send back the product. 4. What is last known patient status? Patient was given a temporary ileostomy, not a cause of the firing. They had some bad anatomy as well.